Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the entrapment of device (clip becoming stuck in anatomy) and difficult or delayed positioning with the anatomy was related to patient conditions (aorta hugger and a high transseptal puncture). Image resolution poor was related to patient and procedural conditions as difficulties visualizing the clip during the procedure occurred due to anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip caught in chordae. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, flail, 1cm gap, friable leaflets, and a rotated heart. It was noted imaging was difficult during the procedure. One clip was successfully deployed on the mitral valve. A second clip was inserted, but it was noted an aortic hugger occurred. The clip was repositioned and advanced into the left ventricle (lv); however, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed from chordae. Despite the entanglement in chordae, the clip was able to grasp both leaflet. Therefore, the clip was deployed, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.